Event description:
A malfunction alarm was reported, specifically malf 12. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer with resetting the pump and provided pump reset information. The malfunction code did not recur, and the customer was instructed to call back if any issue arises, with the understanding that they could continue using the pump.